Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. Viscoelastic was not provided it is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Viscoelastic was not provided. It is unknown if a qualified product was used. Information was provide that the cartridge was filled "less than half full." Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that a crack was seen about less than half of a millimeter on an intraocular lens. Additional information has been requested and received stating that lens were left implanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).